Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath did not close completely during aspiration. They took out the catheter and then reinserted the catheter again into the sheath, but they aspirated a lot of air, about two syringes. It was no other device before in the sheath. Thus, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. An attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the proximal end of the sheath. This failure occurred due to the removal of the dilator, indicating the dilator was inserted for a prolonged period. This resulted in the deformation of the hemostatic valves and inability to revert to its sealed state. Inspection of the hemostatic valves found the external and internal valves torn near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The hemostatic valves were also confirmed to be deformed as the valves were unable to revert to its closed state.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. It was noted that the sheath did not close completely during aspiration. They took out the catheter and then reinserted the catheter again into the sheath, but they aspirated a lot of air, about two syringes. It was no other device before in the sheath. Thus, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.